Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 0178273002. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Ms pump tubing was cut down to the pump block; the tubing was not returned for analysis. The ms pump block had scaling. Ms pump passed the leak test. Ms pump did not pass activation test 3. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and the analysis results, the device mechanical issue was most likely determined to be the ms pump not passing activation test 3. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the pump connecting tube. Therefore, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the pump connecting tube. Therefore, the pump was explanted and replaced. No patient complications were reported.